Event description:
It was reported that surgeon revised patient's right rejuvenate hip due to corrosion at the neck stem junction. The cup remained in as surgeon said it was well fixed. Surgeon replaced with a restoration modular stem.

Manufacturer narrative:
The patient is (B)(6). An event regarding corrosion involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion is considered to be under the scope of this recall.

Event description:
It was reported that surgeon revised patient's right rejuvenate hip due to corrosion at the neck stem junction. The cup remained in as surgeon said it was well fixed. Surgeon replaced with a restoration modular stem.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.